Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of coil wire detached. Patient code e2009 captures the reportable event of laceration. Impact code f2301 captures the reportable event of the additional device required. Block h11: the device was not returned. However, media inspection showed that one piece of the coil detached, and the detached piece looked kinked. With all the available information, boston scientific concludes that the reported event of coil wire detachment of device or device component and guidewire body kinked, it is possible to conclude that it may be related with an excess of force pulling out the device generating the detachment. Additionally, it was found that the guidewire was kinked, and it may be related with some other factors such as excessive handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity. Based on the information available and analysis results, a conclusion of adverse event related to procedure has been assigned to this investigation. Updated block b5: event description.

Event description:
It was reported that a sensor wire was used during a flexible laser ureterorenoscopy procedure, catheterization was performed with the guidewire; when the guidewire was removed it came out incomplete. The path of the ureter was verified, and it was found that the coating of the guidewire was inside the patient. The coating was removed, and a ureteral stent was placed. It was also stated that the procedure had to be canceled because the ureter was lacerated caused by the guidewire. They had to insert a ureteral stent and finished the surgery. There were no additional patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of coil wire detached. Imdrf patient code e2009 captures the reportable event of laceration. Imdrf impact code f2301 captures the reportable event of the additional device required.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a flexible laser ureterorenoscopy procedure performed on (B)(6) 2024. During the procedure, catheterization was performed with the guidewire; when the guidewire was removed it came out incomplete. The path of the ureter was verified, and it was found that the coating of the guidewire was inside the patient and the patient was found to be lacerated. The coating was removed of the patient and an ureteral stent was placed to complete the procedure. There were no additional patient complications reported. There were no additional patient complications reported.